Event description:
Hcp reported the pt switched off the stimulator before passing an anti-theft gate of a store. After passing the gate, the pt had switched on the stimular and increased the amplitude. The pt felt the stimulation decreasing and tried to increase the amplitude using the pt programmer. The pt was unsuccessful connecting with the system. The stimulator did not respond to the telemetry session. The stimulator had not worked since and the pain reappeared. The pt was reimplanted with another stimulator. The device was explanted and returned to the MFR for analysis.